Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the touchscreen was delayed in responding to the customer's touches. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting from tandem technical support.